Manufacturer narrative:
(B)(4).

Event description:
Company rep reported on behalf of a physician that a pt presented with necrosis in the left side of the glabella after treatment with juvederm ultra xc (.4 ml) in the glabella. The pt experienced blanching at the injection site and the injector massaged the area and applied heat and cold. The pt reported the next day that the bridge of the nose was swollen. The pt was seen by a plastic surgeon who prescribed an antibiotic (possibly cipro) and thought it might be an infection. On the third day after injection the glabella was pink and warm. The plastic surgeon squeezed some pus out of the glabella at two different appointments. After the second appointment the plastic surgeon observed superficial necrosis at the glabella. The pt then saw a dermatologist who thought that the massage, heat and cold, and hyaluronidase would be appropriate treatment but hyaluronidase was not prescribed to the pt. The pt is still seeing the dermatologist and is being treated with lymphatic drainage. The antibiotic (cipro) was prescribed both to hasten the resolution of the pt's symptoms and to prevent worsening of the symptoms that may lead to permanent damage. The glabella is healing nicely. The pt is still experiencing redness and an indentation at the left side of the glabella at the injection site.